Manufacturer narrative:
(B)(4). Lot gd899369 was manufactured 04/29/2015 - 05/06/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection verified the reported condition. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was missing from its packaging. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.